Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and clear passage testing were performed with no issues noted. A pressure test was performed and found an air leak between the female luer lock and the tubing. The reported issue was confirmed. A review of all batch record documents for (B)(4) was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink catheter extension set had leaked. The leak was located at the injection site housing. This occurred during patient infusion, in the obstetrics unit, using a non-baxter infusion pump. There was no adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was caused by a channel leak between the tubing and female luer due to twisted tubing. Should additional relevant information become available, a supplemental report will be submitted.